Manufacturer narrative:
On 16may2024, the customer reported to a remote service engineer (rse) that they had replaced the motor controller (mc) printed circuit board assembly (pcba) and confirmed that the overvoltage protection (ovp) failure alarm resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was producing an overvoltage protection (ovp) failure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the device issue and requested recommended replacement part ids. The rse provided the customer with the part information for the motor controller (mc) printed circuit board assembly (pcba) and the power managaement (pm) pcba. This investigation is ongoing.